Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient encountered an informationalpower on reset (por) error code. The patient reported a that their therapy stopped due to the por. The patient reported that they saw the por on their recharger and that it prevented them from recharging. The patient was able to clear the por message from the insr and was able to charge the ins. It was reported that the patient also saw a por message on the patient programmer and was able to clear the message after replacing the programmer¿s batteries. No further complications are anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.